Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced an episode of non-responsiveness, and was hypotensive. The physician noted atrial and ventricular non-capture. However, the lead trends were noted to be within expected range. The device remains in use. No further patient complications have been reported as a result of this event.